Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high. The customer¿s blood glucose level was almost 297 mg/dl at the time of the incident. The patient¿s current blood glucose was 185mg/dl. The customer reported that the pump stopped working. Blood glucose was 856mg/dl. The customer went to bed with blood glucose of 297mg/dl. They did a manual injection. The drive support cap appeared normal (slightly indented). The customer was sleeping when she received a no delivery alarm which was resolved by changing complete set. The customer was advised to call back to perform high pressure test. The customer called back to perform it and the test passed. The insulin pump will not be returned for analysis.